Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added.

Manufacturer narrative:
Additional information was received d9 updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 78 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was also on support with an extra-corporeal membrane oxygenation (ECMO) device. Other underlying medical history was not shared. On day 18 of the support the cp pump stopped and despite all restarts the pump was explanted as the automated impella controller would always state "motor current high". This stop on day 18 occurred well beyond the indicated use. The cp was explanted and not replaced. The contribution of the ECMO therapy circuit contributing to the stoppage is not known, though possible per report. The patient survived the pump stop. Whether the patient remained on ECMO support is not known to date.